Event description:
A remstar device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third party service center, te foam particles were found in the bottom inside of the blower kit and the object code indicates the blower contributing to the foam degradation was noted. Additionally, the service technician also observed an error code e66 (err_stuck_encoder_b) on the device logs. There was also dust/ dirt contamination present in the device. The device was scrapped by the service center after the evaluation was completed. The event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/ or product malfunction.